Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cable broken inside the housing by the clamping pulley leading to a loose the loose pitch cable at the distal clevis hub. The clamping pulley screw was not loose. Both cable crimps remained in the clevis and no damage was found on cable. Failure analysis investigation also found the following unreported damages to the instrument: the grip cable was frayed at the distal idler pulley. Mechanical indentations were around the tip of the grip area. Failure analysis concluded the indentations were likely due to mishandling / misuse. There were indentations at the edge of the distal pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on the large needle driver instrument. The instrument was not used on the patient after the reported issue was identified. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.